Manufacturer narrative:
Repair log number (B)(4). Coopersurgical inc. Is currently investigating the reported complaint condition. The device involved in the complaint has been returned by the customer for evaluation. Once the investigation is completed a follow-up report will be filed. Reference e-complaint: (B)(4).

Event description:
Coopersurgical, inc. Repair log number (B)(4). A retrospective review of the reported complaint condition: "if foot switch is held down for 8 seconds, unit shuts down and resets to start up settings" indicates a product malfunction which could possibly necessitate intervention. Reference e-complaint number: (B)(4).